Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead showed noise during cardioversion. ICD therapy was not deactivated initially, but rep deactivated ICD therapy and detection before inappropriate therapy could be delivered. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.